Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Device not returned.

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -9.50 diopter, in the patient's right eye (od) on (B)(6) 2016. On (B)(6) 2016, the lens was exchanged for a longer lens due to low vault. The problem was resolved.

Manufacturer narrative:
The patient's post-op best corrected visual acuity was 20/20 and uncorrected visual acuity was 20/20. Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial. Visual inspection found the lens haptic torn and broken. Work order search: no similar complaints were reported for units within the same lot. Conclusion code: (B)(4) the anterior endothelium chamber depth (acd) is below 3.0mm per dfu for this lens model, this lens model is contraindicated for acd below 3.0mm. The date of event reported was corrected to '(B)(6) 2016'. (B)(4).